Event description:
Patient was revised to address hip pain.

Manufacturer narrative:
The devices associated with this report were still not returned. Review of the device history records for the metal insert did not reveal any related manufacturing deviations or anomalies. A search of the complaint database found no additional reports for the remaining known part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what was previously alleged, ppf alleges metal wear/metallosis. The event description has been updated to indicate the allegations as reviewed. Added stem to impacted products due to previously alleged large amounts of toxic cobalt-chromium metal ions. Updated patient initials. Added patient harm, law firm, revision surgeon and revision hospital.

Manufacturer narrative:
Product complaint # (b(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.